Event description:
A pt underwent a reportedly elective procedure to an in-stent restenosis lesion of a nir stent in a non-tortuous proximal rca. The 30mm, type c lesion was concentric and ostial with no calcification or clot. The site was predilated with a 4.0x20mm vento balloon at 10atm for 5 seconds. Two 3.5x18mm cyphers were implanted to overlap at 20atm for 20 seconds each. Eleven month later, anti-platelet therapy was stopped for one month because the pt was to have their tooth pulled. Four weeks after the dental procedure, 50% stenosis was found in the more distally implanted cypher. Two and a half weeks later, ticlid was stopped because it had been administered for one year. The pt was put on 100mg/day of aspirin and warfarin potassium. Three weeks later, the pt developed thrombus in both of the implanted cyphers, which was treated with poba and the implantation of a 3.5x23mm cypher stent. Index: postdilation was done with a 5.0x12mm balloon at 20atm for 30 seconds for three inflations ivus was done. Timi flow was 2 pre and 3 post procedure; residual stenosis was 0%. Preprocedure medications were aspirin 200mg/day and ticlid 200mg/day; intraprocedure meds were 10,000 units of heparin, aspirin 200mg and ticlid 200mg. Post procedure meds were aspirin 200mg/day, heparin 10,000 units/day, ticlid 200mg/day, and warfarin (dosage unknown) daily. Per reporter, the dr decided not to treat the 50% stenosis in the distal cypher when he detected it. Event: the pt complained to chest pain one week before coronary angiography detected the thrombus. The pt also developed acs. Ivus was conducted and thrombus was confirmed in one or both of the implanted cyphers, and poba was conducted with a 3.5x20mm balloon at 10atm for 30 seconds. A 3.5x23mm cypher stent was implanted at 18atm for 25 seconds, postdilation was done with a 3.5x23mm balloon at 20atm. Inflation time unknown. Per reporter, the pt was started back on 200mg/day of both aspirin and ticlid following the thrombosis. Physician's comment: "the possible cause of the thrombotic event was possibly due to the fact that anti-platelet therapy was stopped."